Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the reported battery inoperable alarm. Based on all available evidence and complaint investigations of a similar nature, the reported battery inoperable alarm was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure event. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the total power failure was due to a defective internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure event. There was no patient injury reported as a result of this incident.